Event description:
During a laparoscopic cholecystectomy procedure, the clips weren't fully formed. The procedure was completed with another device of the same product code. There was no pt consequence.